Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced bilateral rupture. The ruptures were noticed during explantation on (B)(6) 2019. The patient underwent removal and replacement with mentor memorygel breast implants 175cc, catalog number 3501751bc, serial number (B)(4), lot number 7328227 (l) and serial number (B)(4), lot number 7688593 (r). This report is for the first of two devices.

Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found a crease in the anterior view and an area of shell abrasion was noted in the posterior view. Leak testing was performed and it revealed a tear within shell abrasion, measuring approximately 0.1 cm. No additional anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).